Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On (B)(6) 2025 it was reported by the spouse of the end-user that on the evening of (B)(6)2025 the user was found unresponsive and exhibiting jerking movements. The spouse contacted emergency medical services (ems), and paramedics arrived at 5:53 pm cst. Upon arrival, the user's blood glucose (bg) was measured at 24 mg/dl. Paramedics administered glucose and transported the user to the emergency room (ER) for further evaluation. Due to the severity of the event, the user was airlifted to another hospital at 1:35 am cst on (B)(6)2025 for additional care. The user was admitted to the intensive care unit (ICU) on (B)(6) 2025 and remained there until (B)(6) 2025, at which point they were transferred to a general hospital floor. During hospitalization, the user received intravenous insulin, antibiotics, and treatment for low blood pressure. The spouse was unable to recall additional medications administered. The user was discharged from the hospital on (B)(6) 2025 and resumed insulin pump therapy. The caregiver later confirmed that the user was doing well and that bg levels had stabilized. No long-term health effects were reported. The user's spouse was unable to confirm the cause of the severe hypoglycemic event. A review of the continuous glucose monitor (cgm) logs indicated that three consecutive meal announcements were made in succession. The user's healthcare provider also noted the same pattern in their system logs. The spouse suggested that the user's dialysis treatment may have contributed to the event. The user did not utilize backup therapy to correct glucose levels, and no ketone testing was performed.